Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose for the past twelve hrs. The blood glucose reading at time of the call was 336mg/dl. It was stated that the customer treated his high glucose with the insulin pump. Troubleshooting was performed. The time, date and programming on the insulin pump were correct. Ran a fixed prime test and the test passed. Performed a high pressure test twice and the test failed. It was stated also that the insulin pump alarmed motor error twice. Ran a displacement test and passed. No further info was provided.